Event description:
The customer stated that he was hospitalized due to hyperglycemia. The reported blood glucose reading was 485 mg/dl. Troubleshooting was performed and found that an alarm had occurred on the insulin pump after the customer had changed the battery. While reviewing the history files, it was found that no basal rates were programmed. The displacement test failed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.